Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted the lead tip to be bent, however inspection was unable to determine when this observation occurred. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis could not determine probable cause for the bent lead tip as there is no indication of if the observation occurred due to the original packaging of the lead or due to the implant procedure.

Event description:
It was reported that this right ventricular (rv) lead was unable to be placed successfully due to a suspected lead conductor fracture. The lead tip was noted to be curved when removed form the packaging during the implant procedure. This rv was returned to boston scientific for analysis. No adverse patient effects were reported.